Event description:
It was reported there was a confirmed motor stall without recovery. The patient's pump had a motor stall on (B)(6) 2012 at 18:53 caused by MRI or other medical procedure. The motor stall did not recover. The patient was in the hospital for a new compression fracture. The patient was not in withdrawal, but it was noted the patient also had a dilaudid pca (patient controlled analgesia) pump. The medication in the pump system was dilaudid (hydromorphone). Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient also had a fever around the time of the MRI or other medical procedure for the compression fracture.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).